Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist has recommended them to stop treatment. A letter of recommendation was provided. The letter from the dentist states the patient presented to the office for an evaluation of their occlusion. The patient's outcome has not been achieved and the dentist feels that it is not achievable with the current aligner system. The patient requires restorative work which needs to be completed that has been delayed due to the ongoing byte treatment. The patient's dentist recommends byte treatment be discontinued as it has created an occlusal imbalance.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.